Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen became black and unresponsive while the customer was delivering a bolus. Customer stated that basal was still being delivered. Customer's blood glucose level was not impacted. Tandem technical support advised the customer to switch to a back up method for continued insulin therapy, however, customer stated they would continue to use the pump for insulin therapy.